Manufacturer narrative:
(B)(4).

Event description:
New information states that the patient had complained of chest pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at post op check upon interrogation loss of capture was noted. A chest x-ray revealed perforation with pericardial infusion a chest tube was placed to drain body fluid from the pericardial sac. The right ventricular lead was repositioned successfully. The patient was stable post procedure.